Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their freestyle libre 3+ displayed three lines for about 10 minutes. The agent explained that readings might or might not return and a sensor replacement may be needed, though this was the user¿s last sensor. The user's blood glucose (bg) readings showed 324 mg/dl on the continuous glucose monitor (cgm) and 412 mg/dl by fingerstick. The user disclosed they had removed the pump the previous evening due to charging issues (faulty power strip) and had not been on insulin therapy since. The agent educated on proper charging indicators and offered additional training, which the user declined. A follow-up call was scheduled. Later that day, the agent reviewed engineering logs and found insulin delivery had stopped because the pump ran out of insulin, which had triggered multiple alerts (low, very low, and out of drug). The user acknowledged these alerts but did not replace supplies until later in the evening. The pump was functioning as expected. A follow-up call to the user was made but only voicemail was left. The user experienced blurry vision, shakiness and nausea. No medical intervention required at the time of call.